Manufacturer narrative:
The suspected device was returned for evaluation. Event log could not be reviewed due to error code 41786. There was no 12-month service history during the review. Visual inspection had been performed, downstream occlusion seal found to be cracked. Pump power up test was performed, and error code 41786 had been confirmed. Replaced dso seal and printed wiring assembly, gear motor. The device passed all functional testing after repair.

Event description:
It was reported that upon power on the pump displays 41786 error code and clamp is missing. It was confirmed during inspection of a returned pump that error code 41786 does appear during power up test. The reported high-priority alarm occurred before infusion. However, if the issue reoccurs during infusion, it will interrupt therapy which may affect the patient.